Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72400098; batch/lot number: 178847009 and 181962016; model/catalog description: balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that six months after implant the patient experienced difficulty urinating followed by a perineal inflammatory process, and an erosion was observed after another six months with an artificial urinary sphincter (aus). No surgery currently has taken place but is scheduled. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.